Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2018 regarding a patient receiving morphine (10mg/ml at 5.495m g/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that pump logs showed motor stalls on (B)(6) 2017 with recoveries in between. A 'stop pump period may exceed tube set' message was noted on (B)(6) 2017, and no recovery had occurred since (B)(6) 2017. The patient did not recently undergo magnetic resonance imaging (MRI). The alarm was silenced on (B)(6) 2018 and the alarm interval was extended in case the pump were to recover and stall again. The pump was programmed to minimum rate and the patient was to be scheduled for surgery. It was undecided if the pump would be replaced or just explanted. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
The pump was returned and analysis found residue and corrosion on the gear shaft of the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated that the drug being received via the implantable infusion system was morphine ( 10 mg/ml at .062 mg/day). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was reported.

Manufacturer narrative:
Updated to reflect the information received on (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2018. It was reported that the replacement/explant procedure had not been scheduled. The patient's weight at the time of the event was unknown. It was unknown if the device would be returned for analysis following the replacement/explant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.